Event description:
It was reported that the customer received a no delivery and motor error alarm. The customer's blood glucose level was 229 mg/dl. She noticed the insulin drops were bigger than normal. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Ref medwatch 3004209178-2015-82090 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.